Event description:
On (B)(6) 2011, reporter/nurse contacted animas on behalf of the patient and reported that the patient was hospitalized for elevated blood glucose (bg) levels. The patient was reportedly hospitalized on (B)(6) 2011, for an unknown high bg level and vomiting. The patient was discharged from the hospital around noontime on (B)(6) 2011, and with a bg level around "100 mg/dl." Insulin pump therapy was resumed. The patient returned to the hospital and was admitted later that same day with a bg level in the "mid-500's" mg/dl. The patient was treated with IV insulin. Through troubleshooting, the patient admitted that after she was discharged from the hospital on (B)(6) 20111, she had resumed the pump therapy using supplies that were greater than (B)(6). She also did not change her supplies after her bg levels did not respond to boluses. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for a bg level greater than 500 mg/dl and was treated with IV insulin. However, the patient's injury can be attributed to user-error since she was using supplies that were (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery or functional defects were found with the returned pump. Only typical usage alarms and warnings were observed in the alarm history. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history. Due to continued patient use of the pump the black box for the high blood glucose complaint has been overwritten and is no longer available for investigation. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient.